Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) on aviva system 1 and 236 mg/dl on aviva system 2 within 10 minutes. Customer may have had food on her hands when the reported results were obtained. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 302750, expiration date 11/30/2011). (B)(6).